Event description:
The patient had an embolic protection device placed into the distal right common carotid artery. The restenosed area of the innominate artery was then dilated with a balloon. The final result was excellent. The protection devices were removed and noted to have no embolic material. A balloon expandable stent was then placed and inflated. Final angiography showed it to be widely patent with excellent brisk flow into the right subclavian and common carotid arteries. At this time the patient experienced decreased level of consciousness with tremulousness and a rightward gaze. Devices were quickly removed and anesthesia services called to intubate the patient. The patient was noted by anesthesia to be a difficult intubation. The patient was transferred to intensive care and seen by both critical care medicine and neurology. Patient admitted to rehabilitation with a diagnosis of multiple embolic cerebral infarctions with left hemiplegia,nonfluent aphasia, mobility and active daily living (adl) deficits and dysphagia with cognitive and language deficits.